Manufacturer narrative:
On (B)(6) 2021 the customer alleged the insulin pump received with a stuck button and also a failed battery alert and the screen is frozen and keypad anomaly/stuck button alarm. Device passed the displacement test and self-test. All buttons functioning properly. No damage in the keypad assembly noted. Connector on electrical board 1 was inspected and properly connected. Device passed the keypad voltage test. However, long trace history file confirmed stuck keypad error/ pump error 61 alarm. All keypads work properly no stuck keypad alarm noted during testing. The long history file confirmed pump error 3, due to moisture motor. The history was download successfully using thus software. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. Detailed trace analysis did not confirm failed battery alarm was triggered. Backup battery unloaded or loaded voltage (ul vlith) did not drop below 3.5 volts for consecutive 240 minutes. No unexpected frozen screen anomaly noted during self test. Device received with cracked battery tube threads and cracked case corner of belt clip rails. The device p-cap / test reservoir locks in place properly. In summary, customer allegation of failed battery alarm and frozen display anomaly was not confirmed. However, download long history files confirmed stuck error / pump error 61 and pump error 3 alarm due to moisture motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump showed a stuck button alarm and a failed battery alert followed by a frozen screen. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.